Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A test guidewire was attempted to be inserted into the catheter, but it could not advance through the catheter due to resistance felt within the guidewire lumen during the insertion attempt as a result of damage inside the guidewire lumen. Dissection of the catheter revealed a broken guidewire lumen caused by the mechanical stress of pebax break, delamination, and collapsed braid. Additionally, some white spots were observed on the break point of the pebax. (B)(6).

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire worked fine in the catheter at the beginning but eventually became stuck in the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire worked fine in the catheter at the beginning but eventually became stuck in the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.